Event description:
On (B)(6) 2013, the reporter contacted animas, alleging a display (misaligned) issue. The reporter alleged that the pixels on the display would randomly misalign and the display screen would go blurry. It was noted that this issue had occurred twice and was resolved by rebooting the pump. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up # 1 date of submission 12/23/2013 - device evaluation:the pump has been returned and evaluated by product analysis 12/12/2013 with the following findings: during testing, the pump powered on and the display screen function properly. The complaint of the ¿misaligned pixels¿ or ¿blurry¿ screen was no able to be duplicated. No defects were found. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.